Event description:
The patient lost stimulation sensation following exposure to a security gate in (B) (6) 2008. It is unknown if the device was turned on during the encounter. There were also telemetry issues. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).